Event description:
It was reported that at the user facility the safety button gets stuck. It was also reported that during device evaluation conducted at the manufacturer facility the trigger would catch and cause the device to run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.